Event description:
It was reported that the patient was unable to adjust stimulation. They had gone to check their device and turn stimulation on because they were not feeling stimulation when the patient programmer (pp) displayed a call your doctor icon and a power on reset (por) condition. Initially the patient had seen an informational por, but when attempting to clear it a warning por displayed. The implantable neurostimulator (ins) was fully charged. Redirected the patient to their health care professional to clear the warning por. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).